Event description:
It was reported that the surgeon inserted a micl12.1 implantable collamer lens and it unfolded upside down. The lens was removed and the back up lens was successfully implanted. The surgeon stated he was being proctored and the incident was due to a user's error.

Manufacturer narrative:
(B) (4) - no product allegation: eval results - (other): visual inspection of the returned lens showed there was no visible damage to the lens. (B) (4).